Event description:
Patient has type 1 diabetes and is now using integrated omnipod 5 insulin pump with dexcom g7 cgm. Mom inserted g7 sensor over the weekend, march 9. His blood sugars data was low normal and between 80-100 from mon march 10 through fri march 14 when I saw him in diabetes clinic. Pt came into clinic feeling tired and thirsty. Mom was excited to report normal glycemia all week. Blood sugar check in clinic via finger stick was 428 and blood ketones were 3.4 (normal ketones <0.6). They did a pod change in the care before clinic so had new site/insulin. I had mom double check his sugar on their home glucometer, it was ~450. His heart rate was mildly elevated, but he did not feel nauseous. I had mom administer a full correction for the high glucose level and he drank about 36oz sugar free fluids and water. Told family they could go to the emergency department or stay in clinic but that he would need to stay for a few hours at least. Within the hour sugar rose to 499, but blood ketones lowered to 2.7. We gave him more water, administered another correction insulin dose, assessed vital signs and I completed his physical exam. I had a sample dexcom g7 in clinic so asked them to insert the new one. Mom then took off the old sensor which looked in tack and skin was also appropriate. After the ~30 min warm up of new g7 sensor it read in the high 300's. After two hours blood sugar via finger stick was 394 and blood ketones down to 1.8. Pt was urinating well and heart rate/bp improved. More water was given but no further insulin to correct. The last sugar we obtained was 221 with blood ketones at 0.4. Over the five days with inaccurate sensor, pt received about 15-20 units less insulin via the omnipod 5 insulin pump. Total daily doses of insulin are typically 50-6 units for the patient but was roughly 35-42 units with inaccurate sensor. This was a good time to review the importance of finger stick glucose checks to assess cgm accuracy and ensure data matches. It is very upsetting this occurred and could have led to an intensive care admission if patient did not have a clinic appt with me. Dka can be life threatening. Integrated insulin pumps and cgms are amazing technologies for patients with type 1 diabetes but there are huge lift threatening situations that may occur with such inaccurate readings. This sensor was off around 400mg/dl points. What if was reading heigh when the sugars were actually low? Insulin pump would have been administering too much unneeded insulin. My entire endocrine team at nemours is devastated and very concerned. Glucose at 499mg/dl.